Event description:
It was reported the patient's scs ipg was explanted and replaced with a different model due to the patient losing the ability to establish communication with the scs ipg and subsequently losing stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.